Event description:
The five mm clip applier fired on a vessel and then would not open and it continued to grasp the vessel. It could not be removed from the vessel without ripping the vessel causing hemorrhage which needed to be controlled by other means. The bleeding was controlled and the vessel repaired intraoperatively before proceeding with the procedure. The patient otherwise did well.